Manufacturer narrative:
(B)(4). Evaluation summary: at the visit on site after the date of event the field service engineer (fse) did not find any cause that could cause the reported event. A review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that following bilateral lasik surgery, the patient had abnormal results and was overcorrected by one diopter in both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.